Manufacturer narrative:
After complaint reception, the manufacturing folder of the 3 implant holder components (dyn-it 01 01-n; batch a-5641/ dyn-it 01 02-n; batch a-6974/ dyn-it 01 03-n; batch a-5078) has been reviewed. The analysis on the manufacturing documents and control quality documents confirmed the raw materials and production processes were confirming to the specifications. There were no non-conformities observed during manufacturing process. We asked for the return of the explanted cage and the implant holder to process quality controls.

Event description:
We received a complaint on (B)(6) 2026 from belgium (cpt-4619), reporting that during a tlif procedure, the cage migrated laterally. The surgeon attempted to reposition the cage, however, the cage came loose from the implant holder. During the procedure, once the cage had migrated laterally, the surgeon was unable to retrieve it and decided to leave it in situ. A second cage from another manufacturer was subsequently implanted. A few weeks later, a revision surgery was performed to remove the spineart cage due to patient discomfort. The implant holder shaft (dyn-it 01 01-n; batch a-5641) is a component of the implant holder assembly, which also includes the implant holder tube (dyn-it 01 02-n) and the implant holder handle (dyn-it 01 03-n). We report this case because this isntrument is marketed in the us.